Manufacturer narrative:
Review of the device history records revealed no manufacturing, processing or design related irregularities. The trestle luxe plate was found to be properly manufactured and released in accordance with the device master record. Visual examination of the returned 2-level plate found that the middle blocking slide had become completely detached from the implant. Witness marks along both the anterior and posterior sides of the plate are present and reveal the location of the instrument to plate during contouring/bending. The plate contains a witness mark on the posterior side directly behind the location of the detached blocking slide and witness marks at both graft windows on the anterior side. The combination of these witness marks confirms the plate bending instrument was positioned inconsistent with IFU requirements while contouring/bending the plate.

Event description:
During the case, a trestle luxe 2-level plate was rendered useless as the middle "locking bar" fell out as the surgeon attempted to bend the plate. There were no patient complications. A second 34mm plate was selected, bent appropriately and implanted.